Event description:
(B)(4). Horrible rash. My skin is always itchy. No matter what I use it feels like something is crawling on me and its never anything there. My cycles are horrible. They come and go as they please. Im always late. Last longer than the normal and the blood clots are scary so many of them. My hormones are also all over the place I can go from happy or sad in seconds. Im always angry. Dont have energy to do anything.